Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the patient presented with a bottom right internal jugular occlusion about 1cm long. During a dialysis catheter placement procedure, a surfacer device was used acquire vascular access from the femoral vein to the patient's internal jugular [ij]. A small skin incision was made at the surfacer needle exit site at the ij. The introducer and dialysis sheath both, slid over the needle wire and into the incision. The surfacer sheath was then withdrawn 15cm and the wire was locked in position on the surfacer handle. During surfacer device removal, the sheath did not move so a little force was applied to the surfacer device. The dialysis catheter insertion was stopped when fluoroscopy confirmed the surfacer sheath was well below the occlusion and visual inspection of the dialysis sheath revealed that although the dialysis dilator had been pulled in, the sheath itself was "buckling" at the insertion point and remained outside the patient's vasculature. A smaller dialysis catheter was then selected and was inserted into the patient over the sufacer needle wire. The needle wire was retracted and the surfacer device was removed. It was then noted that the dialysis sheath was not far enough below the patient's clavicle, so the dilator was re-inserted, and the sheath was introduced further into the patient before the dilator was removed. The dialysis catheter was tunneled and was fed into the patient internal jugular access point and the last part of catheter was inserted. It was then noted that the patient's respirations were abnormal. Fluoroscopy demonstrated that the dialysis catheter was lateral to the svc and contrast injections revealed blood in the mediastinum. Unsure whether the dialysis catheter was extra-vascular or had exited through the wall of superior vena cava [svc], covered stents were placed from the right subclavian vein down to svc just above atrium. The dialysis catheter was slowly withdrawn from the patient at which time the patient became hemodynamically unstable requiring a blood transfusion and an emergency sternotomy. The patient's internal bleeding was controlled, and the sternotomy was closed. The patient left the theatre with a temporary right femoral line in place for continued scheduled dialysis.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.